Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice automated pd sets with cassette were difficult to connect to solution bags. This event occurred during use with patient involvement. The patient stated there was no damage or defects on either the bags or the cassettes. The patient stated the connection issue was due to the cassettes, as they had been able to connect bags from the same lot to cassettes of a different lot. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.